Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary cubies had read / write errors and pocket was failed to release. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cubie drawer 5-2 had pockets b3 and d1 was failed to detect on the communication bus. The field service engineer (fse) replaced the affected pockets and reseated the row board cables which resolved the issue. The fse then tested and verified the recovery and proper functioning of the drawer and pockets. The system functioned as intended after the field service engineer repaired the device.